Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate reading occurred. Additionally, it was reported that the customer received a cartridge alarm (alarm 1). Customer's blood glucose level ranged between 200 mg/dl and in the 300's (mg/dl). Customer changed the cartridge and insulin was resumed successfully.